Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the defibrillator was explanted due to unknown issues. No patient adverse effects reported.

Event description:
It was reported that the defibrillator was explanted due to unknown issues. No patient adverse effects reported. Information was later received from the field that confirmed the device was explanted due to improved heart function and the patient no longer requires the device therapy.